Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets leaked; further reported as "a leak of solution was evidenced through 'torsion' (twist) clamp¿. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.